Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6), is related to cases with patient identifier (B)(6) and patient identifier (B)(6) device received in a condition which made analysis impossible. Unable to test because an empty drum was returned.

Event description:
Customer reportedly received the following results on the three compact plus systems within 10 minutes: 27 mg/dl (on system 1), 28 mg/dl (on system 2), 23 mg/dl, and 178 mg/dl (on system 3). No adverse event reported. Requested return of suspect devices and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).